Manufacturer narrative:
Apoc incident: # (B)(4). The investigation was completed on 17-oct-2024. A review of the device history record (DHR) confirmed the cartridge lot met finished goods (fg) release criteria. Retained cartridge and returned cartridge testing for lot w24031a met the acceptance criteria outlined in appendix 1 of q04.01.003 rev an, product complaint level 2 and level 3 investigation procedure. No deficiency has been identified for cg8+ cartridge lot w24031a.

Event description:
On 29-jul-2024, abbott point of care was contacted by a customer regarding I-stat cg8+ cartridges that yielded a suspected discrepant results on a 74 year old male patient with perforation of diverticulitis and abdominal pain in ER. There was no additional patient information at the time of this report. Return product is available for investigation. Method date collected tested hct(%) hgb(g/dl) lab 28-july-2024 03:48 04:30 59.3 18.8 I-stat 28-july-2024 09:21 immediately 49 16.7 I-stat 28-july-2024 09:46 immediately 38 12.9 I-stat 28-july-2024 10:23 immediately 28 9.5 I-stat 28-july-2024 11:06 immediately 23 7.8 transfusion 28-july-2024 at 11:35. O pos unit - given 250 ml of 500 ml unit. Lab 28-july-2024 12:38 13:00 40.3 13.3 lab 28-july-2024 17:18 17:40 48.8 16.3 the results show the patients hemoglobin gradually lowering over 2 hours. Based on the result of 7.8, the customer states the patient was transfused 250 ml of 500 ml unit of o pos blood. After the transfusion there were two tests on the lab showed the patient's hemoglobin elevated to 13.3 and 16.3 g/dl respectively. The patient was transfused based on the I-stat result of 7.8 g/dl. The reporting decision was based on limited information available that suggests the product was not performing within the variability of the assay. Currently there is no reason to suspect a malfunction exists since the results show the patient's hemoglobin dropping over time, there is rise after the transfusion. However, the customer states the patient was unnecessarily transfused and apoc has determined an adverse event occurred. The investigation is underway.

Manufacturer narrative:
Apoc incident #: (B)(4). Apoc labeling will be evaluated during the investigation as pertaining to the event.